Event description:
Correlation done on five different pts. "Caller alleged discrepant results compared with the lab. Therapeutic ranges for each are not available. Nurse tested herself on phone with tech service using the same lot (247450) and received 2.4.

Manufacturer narrative:
Investigation pending.